Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no relevant discrepancies were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, (the product is still implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products - regenerex (tm) ringloc multi hole acetabular cup p/n pt-106064 l/n 06760; ringloc constrained liner ii p/n 11-107006 l/n 158200; ringloc drill bit p/n 31-323230 l/n unknown; ringloc drill bit p/n 31-323220 l/n unknown. Multiple mddr reports were filed for this event. Please see associated reports: 0001825034-2017-03279, 0001825034-2017-03280.

Event description:
It was reported that patient underwent a hip arthroplasty and has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.